Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (battery issue) has been confirmed. Upon evaluation, the battery failed a battery capacity test. The full charge capacity was below spec. The cause for the low capacity is due to liquid contamination to the battery pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a battery had a performance issue.